Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the shaft fractured. The lesion was located in the proximal right coronary artery (rca). The vessel was of moderate size, mildly calcified and 80% stenosed. The lesion was predilated with a 2.5x15.0mm maverick2 balloon. The physician introduced a 6 french runway guide catheter and a bmw guide wire. Upon advancing a taxus express2 3.0x28.0mm drug eluting stent into the guide catheter, the shaft of the stent delivery system fractured. The stent delivery system was removed from the guide catheter. The physician then successfully implanted another taxus express2 3.0x28.0mm drug eluting stent. Prior to the procedure, the pt received versed (midazolam) and fentanyl. During the procedure, the pt received heparin and plavix (clopidogrel). There were no pt complications.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.